Event description:
It was reported that the rv (right ventricular) lead had an apparent fracture. Twiddler's syndrome was also noted. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Visual analysis noted that there was only one set of screw marks on the is-1 pin, and it was too proximal, which indicates the lead was not fully inserted into the device. Full lead returned and analyzed.